Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
It was reported that when the faulty parts were received for further investigation, alarm "operation stop. E/c 1007 faulty pressure sensor and proximal sensor was displayed. Then, the device stopped. There was no patient involvement.